Event description:
When opening 1" steri-strip, it was discovered that there was a seal missing on the left side of the package causing product to be not sterile. All affected products that were not sealed properly were taken off the shelf and given to logistics. All steri-strip 1" and 1/2" were looked at and all products that were sealed correctly were left on the shelf.